Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 was displaying inaccurately high results compared to a calibrated lab method draw. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 6:30am, the patient reported she obtained a reading of "103mg/dl" on her lfs meter. The patient reported, less than 10 minutes later, a lab draw result of "51mg/dl" was obtained. Based on statistical methodology, the calculated difference between these 2 results exceeds the expected value of <=20% or <=20mg/dl. The patient reported using non adjusting insulin to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 5-10 minutes after the readings, she felt "cold sweats and stomach was spongy." The patient denied receiving treatment for severe hypoglycemia or hyperglycemia. At the time of troubleshooting, the cca confirmed the patient was using the correct test strips and that they were in good condition. In addition the cca noted the patient was using an approved sample site to obtain the blood samples. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as an adverse event because the patient tested on her lfs meter and obtained an alleged inaccurately high result, and developed symptoms suggestive of hypoglycemia after the issue began. In addition, the patient performed a meter to another meter comparison where that calculated difference of the reported results meets lfs' criteria for accuracy reporting.

Manufacturer narrative:
Follow-up # 1 (07/16/2012)-device evaluation: the meter and test strips involved with this complaint have been returned on (B)(6) 2012 and evaluated by product analysis respectively on (B)(6) 2012 with the following findings: the meter and test strips passed all testing with no faults found. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.